Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 99 mg/dl. The customer reported that the pump was broken and the damage was on the reservoir compartment. It was reported that the reservoir was broken and came off. The customer stated that the reservoir compartment or ring the reservoir ring of the reservoir was damaged and was unsure how bad the damage occurred and was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.